Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient is unable to connect to their ins. The patient has called and been provided multiple paddles and remote's, but they are still unable to connect. The cause is unknown. The patient fell while mowing the lawn and shortly thereafter started having difficulty connecting to the ins. Recharging of ins issue, including communication issue while recharging. The issue is currently on going. [Please refer to 705020208, telemetry/charging issues].

Event description:
Additional information received from the consumer reported that they fell and ever since they have not been able to recharge the implant. Caller mentioned that they have been sent an extensive amount of replacement equipment to try to resolve the issue and none were successful. Caller stated that they met with rep and doctor who are suspecting that the issue is the implant. Caller stated doctor did not take any diagnostic images to check the system. Caller has a replacement surgery scheduled for (B)(6) 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.